Manufacturer narrative:
Block h6: patient code e2402 captures the reportable event of detached balloon requiring retrieval. Device code a0501 captures the reportable issue of balloon detached. Block h10: investigation result a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. It was noted that the distal end of catheter including the balloon was detached. This does not confirm the reported event that specifically the balloon material detached, though it is consistent in that a piece of the device did detach. Microscopic inspection was performed and noted that the cut portion of the device does not look clean or straight and had irregularities with evidence of torsion. This failure is likely due to the anatomy of the patient in the procedure area, as well as the handling of the device during the removal attempt. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, the balloon was inflated successfully at first. However, when the balloon was inflated for the second time lower in the bile duct, the balloon material detached from the catheter into the choledochal of the patient and got stuck in the bile duct. After several retrieval attempts lasting 45 minutes, the detached balloon was successfully retrieved from the patient using a dormia. No additional dilation was needed, and the procedure was completed at this time. The procedure length was extended by 45 minutes as a result of the detachment and retrieval. Otherwise, there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, the balloon was inflated successfully at first. However, when the balloon was inflated for the second time lower in the bile duct, the balloon material detached from the catheter into the choledochal of the patient and got stuck in the bile duct. After several retrieval attempts lasting 45 minutes, the detached balloon was successfully retrieved from the patient using a dormia. No additional dilation was needed, and the procedure was completed at this time. The procedure length was extended by 45 minutes as a result of the detachment and retrieval. Otherwise, there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.